Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the pump time was incorrect, cause was unknown. The pump was reset, the customer corrected the time and continued to use pump for insulin therapy. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.